Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the device was not working. Patient was instructed to increase stim during the call and reported slightly feeling a sensation. Patient indicated he had not had any bowel movement for almost 24 hours and ever since thursday, it had been ¿a living hell¿. He had soiled 20 pair of underwear and it worse than it was before. Patient stated his healthcare provider (hcp) told him to wait 72 hours and that was saturday. He also had nausea and his feet were swelled. Patient was advised to follow up with hcp. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was still not having much luck with their implant. The patient would feel stimulation when they made a change right away, like tingling down their buttocks, but the feeling would go away after. It was reviewed that this could be normal that the feeling goes away, but the goal was to get good symptom control. It was noted that it was not working at 1.4v, so the patient increased to 1.6v. On tuesday night, the patient was bowling and increased it to 1.8v, but the patient went to the bathroom 12 times during bowling; the patient brought it back down to 1.6v last night and went 8 times. It was noted the patient took imodium ad. The patient was advised to follow-up with their healthcare provider (hcp) regarding their symptoms and suggested setting changes. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient didn't report the issues to the hcp office. The hcp followed-up with the patient and they reported that the issue was resolved. The cause of the issues was not determined. The patient had an appointment set for 2017(B)(6).